Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the initial implant procedure, there was a cardiac perforation by the right ventricular (rv) lead noted. The lead was then repositioned; however, the patient¿s blood pressure was decreasing due to the presence of a cardiac tamponade. A pericardiocentesis was performed to drain the excess epicardial blood. The patient was stable following the procedure.